Manufacturer narrative:
This lead was expected to be returned. Should the lead be returned analysis will be performed and this investigation will be updated.

Event description:
It was reported that during a routine follow up high out of range pace impedance measurements were seen when it comes to this right ventricular (rv) lead. A fluoroscopy was performed which showed that the lead was fractured. A revision took place and this lead was explanted, but will not be returned as it was not possible to remove the lead from the patient. No additional adverse patient effects were reported.